Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: during investigation, the pump was powered on to a dim discolored display. Unrelated to the original complaint, a battery compartment crack was found below the grip pad. The audio bolus button cover was torn but the audio bolus button was responsive. The up arrow, and down arrow keypad buttons were intermittently responding during investigation. No damage was found to the keypad cover. The keypad was removed to find contamination under the up arrow, down arrow, and contrast keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.